Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges consumer was in her chair when the chair was allegedly dropped from a lift.

Manufacturer narrative:
Not a pride issue. Chair was dropped from a lift and did not fail.

Event description:
Provider alleges consumer was in her chair when the chair was allegedly dropped from a lift.